Event description:
Resident was raised from bed using medcare lift n' weigh. The resident was approximately 2 inches above the bed when the hanger bar bolt came out of the load cell. The resident fell to the bed and was not injured.

Manufacturer narrative:
The scale hanger bolt is held in place with a cotter pin. It is unclear why the cotter pin was not in place. Medcare has added a note to the qc inspection sheet to check and verify the pin is properly installed. We are also in the process of inspecting machines in the field that were produced around the same time.